Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during a functional endoscopic sinus surgery, the blade tip broke off and fell into the sphenoid sinus. It was noted that "considerable time" was taken to remove the fragment from the sinus. There was no report of patient injury.

Manufacturer narrative:
Blank fields on this report are the result of information not provided by the initial report or user facility. This product is used for therapeutic purposes. (B)(4). The device was not returned to the manufacturer for evaluation.